Manufacturer narrative:
The second xience v stent system is being filed under the same MFR number. Results and conclusion summation - myocardial infarction, as noted in the xience IFU, is a known adverse event associated with coronary stenting and not necessarily an indication of a product quality deficiency. Elevated cardiac enzymes can occur as a result from a normal percutaneous coronary intervention (pci) procedure, likely as a result of the balloon inflation restricting blood flow in the vessel. The lesion was not pre-dilated. The xience v IFU states: pre-dilate the lesion with a ptca catheter. A conclusive cause for the reported patient effects, and the relationship to the products, if any, cannot be determined.

Event description:
Reporting status: serious injury/permanent damage. Reporting rationale: myocardial infarction. Device issue: no device issue has been reported. It was reported via trial that the index procedure was in 2009, to treat two lesions, one in the intermediate and another in the distal lad. During deployment of the xience v stent in the intermediate vessel, a proximal dissection occurred, which required treatment with another xience v stent. Two days later, post procedure, prior to discharge, the patient experienced an mi; however, at this time there was no report of treatment. No additional event or patient information is available.